Event description:
The service report shows an error code that suggests ventilator became inoperative while on patient use. There was no patient harm or change in therapy. The mallinckrodt customer support engineer (cse) verified failure. Cse replaced appropriate parts. The unit passed extended self testing.